Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had several issues: the battery cap was hard to open, the reservoir compartment thread no longer holds the reservoir, the up and down arrow keys were hard to press, and there was a scratch on the lcd display screen. The patient's blood glucose at the time of incident was 9.8 mmol/l. No further details were given. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will not be returned since the device is out of warranty.